Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Performed functional tests. The front speaker was weak. The root cause of the reported issue was found to be the front piezo (speaker) did not work properly. Actions were taken to mitigate the reported issue: replaced the front piezo, also replaced rear piezo as a preventative measure.

Event description:
Additional information received indicated that this event occurred during biomedical testing. No patient was involved.

Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's problem was confirmed. According to the investigation. The pump front speaker was weak and front piezo (speaker) did not work properly. The front piezo (speaker) will be replaced during the repair process. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited inaudible speaker. No patient injury reported.